Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the error 4 issue occurred on (B)(6) 2015 at 05:00pm. The patient manages her diabetes with fixed insulin doses and denied making any changes to her diabetes management routine in response to the alleged issue. The patient reported that an unknown time prior to the meter issue occurring she had developed symptoms of "shaky, sweating, headache and tired" however denied receiving any treatment. During troubleshooting the cca noted that it was not the first time the device had been used. The test strips had not expired and the patient was following the correct testing procedure. When the patient was walked through a retest, the issue remained unresolved. The patient was sent replacement products. Although the patient reported symptoms suggestive of a serious hypoglycemic event, the symptoms occurred prior to the meter issue, therefore there is no indication that the subject meter caused or contributed to the serious injury. This complaint is being reported as the alleged issue was not resolved with troubleshooting.